Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip detachment and subsequent surgical removal remains unknown.

Event description:
During an atrial fibrillation ablation procedure, the tip of the sheath detached in the left atrium requiring surgical removal. The 8.5 f swartz sl1 sheath was used with the brk 71 cm to gain transeptal access. A long, self-coiling 0.032" (toray) wire was advanced through the sheath to maintain transeptal access, and the sheathe was then removed from the patient. When the 8.5f agilis was advanced over the toray wire, it was noticed that the tip of the sl1 had become dislodged and was sitting on the toray wire in the left atrium. An interventional cardiologist was called and assisted in the attempted snaring of the sheath tip using coronary and interventional radiology sheaths and balloons. The tip was bumped off of the wire and exited the left atrium. At the end of the procedure when the vascular surgeon was called and brought in, they assessed the location of where the tip had traveled. It was located in the hypo-gastric artery with flow through it. The vascular surgeon made the decision to leave the tip due to minimal complication risk and high retrieval risk.